Event description:
On january 11, 2000 an employee placed a sharps container between the legs while attempting to close the container and rec'd a needle stick on the leg. Kendall's quality assurance dept was notified of this event on january 19, 2000.